Event description:
Occlusion occurred because balloon migrated into the duodenum 50 days after placement. The balloon was still inflated at the time though the bolster was seated at the 6cm mark at the time of the incident and it had intially been placed at the 2 cm mark. After incident the water was removed from the balloon and the device was placed in its original position and used for an unknown amount of days. Vomiting and vomiting of blood resulted in the mallory-weiss syndrome. The pt is in good condition. No medical intervention was required. Another same device was used as a replacement.